Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the main coil was returned for this complaint. The coil was returned semi inside of coil introducer. The coil plunger was returned, and no damages were noticed. The main coil returned was found kinked and stretched. Also, both zap tips of the coil were detached. No more damages were found in the device. Microscopic inspection of the main coil revealed that the zap tip was inspected, and both (proximal and distal) were detached parts were not returned. Dimensional inspection of the main coil revealed the components were within specification.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the coil could not be pushed from the catheter and the tail end of the coil was folded. The target lesion was located in the chest. A 5mm/5.5mm vortx-18 was selected for use. During preparation, it was noted that the coil could not be pushed from the catheter, the tail end of the coil was folded. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the zap tips of the main coil were detached.